Manufacturer narrative:
Investigation completed 12/4/2017. The device was returned and visual inspection confirmed presence of crystallized residuals and of other brownish residues. The ojemann probe was reported as decontaminated and sterilized exactly following the instructions for use. A review of integra complaint tracking database since 2009 reveals no similar case. Ojemann probes are reusable devices, validated for 5 uses. The complaint is verified. However, the exact root cause of the presence of residuals could not be determined. Since decontamination/resterilization procedures were validated over 10 years ago, since no similar complaint was received, since it is the responsibility of the processor to ensure that the reprocessing performed achieves the desired result, no further investigation nor corrective action is deemed required.

Event description:
The reprocessing instructions were followed exactly; however, a crystallized residual was observed post sterilization seemingly dispersed from the proximal and distal tips of the probe. No patient injury. No revision/medical intervention required.

Manufacturer narrative:
Integra has completed their internal investigation on september 7, 2017 results: DHR review; no device traceability information was provided, no DHR review can be performed. Complaints history; a review of integra complaint tracking database since 2013 reveals no similar case. 2,378 ojemann probes ocs2pnd have been sold since 2013. No trend is observed. Conclusion: no product is available for investigation, the complaint is unverifiable and its root cause could not be determined.